Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they became aware of the patient¿s seemingly loss of pain relief in (B)(6) 2018. They noted that the patient still regularly charged and used the device. They met with the patient to reprogram the device about a week after they became aware of the loss of pain relief. The rep did not know the serial number of the patient¿s ins. They stated that they reprogrammed the patient try and improve the unsatisfactory level of pain relief. The rep also ran an impedance check, which showed no abnormalities. The rep stated that the patient was satisfied with the reprogramming, and coverage was adequate. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for lower back pain. It was reported the patient had stopped using her stimulator because she experienced a loss of therapeutic effect and return of pain. The patient stated they tried reprogramming, but she was not getting enough relief and was still on pain medications. The patient stated she decided to turn the stimulator off for a couple of months because her stimulation was set high and she felt shocking sensations. The patient stated she turned the stimulator back on about (B)(6) 2017. Troubleshooting could not be performed due to lack of access to product. The patient will be calling back when she has her external equipment with her. No further complications were reported/anticipated. Omitted information related to (B)(4)¿ insr not charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.